Manufacturer narrative:
The device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.75x28mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that after trying several times, the tip of the stent struts were found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
The device is a combination product. Promus element plus,mr,ous 2.75x28mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found distal stent damage, with stent struts lifted. The undamaged stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink located 61cm distal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.75x28mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that after trying several times, the tip of the stent struts were found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.